Manufacturer narrative:
Event occurred in (B)(6).

Event description:
Reporter stated that patient's blood glucose measured >30.0 mmol/l (exact value not provided) on the inform system. An additional sample obtained from the same patient reportedly measured 7.8 mmol/l in the facility's lab. Reporter did not indicate if patient was treated based on the value obtained on the inform system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.